Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s911usqs6eyk3. Hardware: sm-s911u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient experienced loss of consciousness that required emergency medical services (ems) after wearing the pod for approximately 4-24 hours on the leg. According to the patient¿s mother, the pod was reportedly in manual mode while the patient was sleeping. Upon awakening, the patient¿s dexcom g6 continuous glucose monitor (cgm) displayed a sensor glucose value of 123mg/dl with a downward trend arrow. While drinking a sugary beverage in the kitchen, the patient began choking and subsequently lost consciousness. The patient¿s mother reported administering glucagon and fast-acting carbohydrates, after which the pod was removed from the patient¿s leg and emergency medical services (ems) was contacted. The patient was transported to a local emergency room for observation and remained there for approximately four hours before being discharged the same day. The patient¿s mother reported that no fingerstick blood glucose measurement was performed during the event and that treatment was based on dexcom cgm readings and observed symptoms.